Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer had no insulin. Customer's blood glucose value was 500 mg/dl at the time of the call. Customer declined troubleshooting. Device kept alarming no reservoir alarm and no delivery alarms. Customer had used up all her insulin. Customer was advised to contact the healthcare professionals. The product was not returned for analysis.